Manufacturer narrative:
(B)(4). G2 : foreign country : germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the battery ruptured in the packaging. This was discovered prior to surgery. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h3; h4; h6 the event is confirmed. The device was returned sealed in the tray. Visual inspection of the product showed the battery pack was busted open and there was black debris from the battery expulsion throughout the tyvek tray. The device was unopened and showed clear evidence of battery expulsion within the tray. Battery pack was swollen and separated; battery terminal adhered to the plastic. All 8 batteries had expulsed with a large amount of ash. Found 2 batteries had complete separation of their negative electrodes. Continuity on the white wire, no damage. No continuity of the red wire, damage found. Damage found on the black wire. Due to the nature of expulsion, it cannot be determined if the wire damage occurred pre-expulsion or occurred as a result of the expulsion. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3; b4; b5; d2; g1; g3; g6; h1; h2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.